Event description:
Reportedly, abnormal colors and/or lines are intermittently displayed across the screen of the subject programmer, making the display screen difficult or impossible to read.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, abnormal colors and/or lines are intermittently displayed across the screen of the subject programmer, making the display screen difficult or impossible to read.